Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that station medication refill list not showing proper amounts to refill. A technical support specialist applied knowledge article (B)(4) (esr etl failure violation of primary key constraint), retried the extract transform load after an initial failure, and it ran successfully. Extract transform load cycles remained stable through on (B)(6) 2026, averaging 5 minutes. Only one rerun flag appeared, entered date updated normally, and health sight viewer extract transform load errors cleared, confirming smooth operation. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication refill list was not showing proper amounts to refill. The customer stated that this malfunction caused a delay to patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server medication refill list was not showing proper amounts to refill. The customer stated that this malfunction caused a delay to patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server medication refill list was not showing proper amounts to refill. The customer stated that this malfunction caused a delay to patient care workflow. There were no adverse events or injuries reported based on this event.